Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of stylus calibration issue, but it was noted that the device started up with an error and its speakers made an odd noise and the rear display was broken. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that there was a problem with the pen calibration on the programmer. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned to service.